Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was showing incorrect data for customer's basal insulin. Customer's blood glucose level was 126-127 mg/dl. Reportedly, the pump resolved issue on its own and customer will continue to use pump for insulin therapy.